Event description:
The complainant reported an under-delivery. The intended delivery was 250 ml at a rate of 58 ml/ hour in approximately 4.5 hours; however, the actual amount delivered was 144 ml during that timeframe.

Manufacturer narrative:
(B)(4): the testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at +2.6% accuracy, which is within specification.

Manufacturer narrative:
(B)(4). No consequences or impact to patient the device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.